Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. A review of the on-screen logs did indicate the unit alarmed 'cannot drive bellows'. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit would not mechanically ventilate. The failure was discovered during pre-use checkout. There was no report of patient involvement.